Manufacturer narrative:
Additional information was received on the patients status on april 26, 2016. This patient was released from the hospital a day later than originally planned. The patient has recovered and is doing well. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a stroke. After the procedure the patient had a stroke the same day. No medical intervention was provided to the patient. There is no further information about the hospitalization and if any additional intervention was performed. No further information is known regarding the patient status. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.